Manufacturer narrative:
The product has not returned for analysis; however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo and the patient experienced a string-like substance coming out of the patient's groin that was removed. Post-procedure, the scrub tech noticed a "string-like substance coming out of the groin" (after vizigo sheath removal), in the puncture site for the vizigo sheath. The substance described as a ¿clear, string like material¿ and it was removed without issue. No patient consequence. The string substance was pulled out of the groin at the very end of the case by the scrub tech who was holding pressure. An ultrasound done the next day on the patient and no foreign substance was seen. Patient has fully recovered. Patient did not require extended hospitalization. The physician opted to test the patient with ultrasound after case to check for any symptoms and did not find any complications or issues. The physician's opinion on the cause of the adverse event is bwi product malfunction, he/she believed it was from the vizigo sheath.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo and the patient experienced a string-like substance coming out of the patient's groin that was removed. Post-procedure, the scrub tech noticed a "string-like substance coming out of the groin" (after vizigo sheath removal), in the puncture site for the vizigo sheath. The substance described as a ¿clear, string like material¿ and it was removed without issue. No patient consequence. The string substance was pulled out of the groin at the very end of the case by the scrub tech who was holding pressure. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, a substance like fiber was observed collected, this may be part of the inner cover of the sheath. Still, a physical analysis of the device is required to determine this. A device history record review was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).